Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
When dr. (B)(6) squeezed the trigger on the mics, the reamer didn¿t spin. He let go of the trigger and tugged slightly on the arm, then the mics started spinning on its own. I clicked ¿free-mode¿ to shut the power off to the mics. Then when he went back into the acetabulum to try to ream again we couldn¿t engage the stereotactics. He pulled back out, I tried the ¿burr override¿ button and no power came to the mics. He decided he didn¿t want to wait for me to open another mics and finished the case manually. After the case I did a mics status check. Below is the error received. Also, attached is video of the mics spinning without me holding the trigger. Hand piece ran while outside of the stereotactic boundary. Surgical delay~5 minutes. The mics continued to run while outside of the stereotactic "haptic" boundary.

Manufacturer narrative:
"Reported issue: when dr. (B)(6) squeezed the trigger on the mics, the reamer didn¿t spin. He let go of the trigger and tugged slightly on the arm, then the mics started spinning on its own. I clicked ¿free-mode¿ to shut the power off to the mics. Then when he went back into the acetabulum to try to ream again we couldn¿t engage the stereotactics. He pulled back out, I tried the ¿burr override¿ button and no power came to the mics. He decided he didn¿t want to wait for me to open another mics and finished the case manually. After the case I did a mics status check. Below is the error received. Also, attached is video of the mics spinning without me holding the trigger. Hand piece ran while outside of the stereotactic boundary surgical delay~5 minutes product inspection: "as per service (B)(4) & case number (B)(4). Mics-209063, sn#(B)(4), RMA#(B)(4). Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual sticky trigger. Disposition: rtv. Inspected by: (B)(4). Device history review: device history records indicate (B)(4) were manufactured under lot k093d and 23 devices were accepted into final stock on 03/17/2017. A review of qt17-03-0068 revealed that the issue(s) are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42050117 shows 3 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event".

Event description:
When dr. (B)(6) squeezed the trigger on the mics, the reamer didn¿t spin. He let go of the trigger and tugged slightly on the arm, then the mics started spinning on its own. I clicked ¿free-mode¿ to shut the power off to the mics. Then when he went back into the acetabulum to try to ream again we couldn¿t engage the stereotactics. He pulled back out, I tried the ¿burr override¿ button and no power came to the mics. He decided he didn¿t want to wait for me to open another mics and finished the case manually. After the case I did a mics status check. Below is the error received. Also, attached is video of the mics spinning without me holding the trigger. Hand piece ran while outside of the stereotactic boundary. Surgical delay~5 minutes. The mics continued to run while outside of the stereotactic "haptic" boundary.